Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, d10, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the comb failed functional testing. The comb and bottom roll were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during surgery the device is not meshing properly and damaged the skin. It is unknown if there was patient impact or delay. Due diligence is complete and there is no additional information available.